Manufacturer narrative:
Occupation: unknown. No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the unit was "shocking patients during treatment." There has been no reported patient injury or harm at this time. The device has not been returned to the manufacturer for evaluation. If the device is returned, a follow-up report will be submitted upon completion of device evaluation.